Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 18-jan-2020, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 20-jan-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient and manufacturing representative (rep) regarding the patient's implantable neurostimulator (ins). Information was reported that the patient is not getting any relief from their spinal cord stimulator (scs). The patient was in a boating accident (the patient made a sudden movement while in a kayak/canoe) that maybe have affected their device. The impedances were checked and showed >20k on both leads. The rep tried testing at 0.7v and 1.5v and all impedances were out of range. The doctor called today and said the x-rays look normal, and he believes the leads are malfunctioning. The issue was not resolved at the time of the report. No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that she hadn't used the implant in almost two years because it was defective. The patient clarified that the leads were defective and she was going to have a revision because the implant stopped working. The patient stated she needed to have an MRI prior to the revision.

Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting that it was determined that the cause of the patient's high impedances was due to electrodes 1 and 8 both being out of range. Actions taken to resolve the high impedance issue was that rep changed the reference electrode from 0 to 1 which helped with the issue. It was reported that this showed normal impedances for all electrodes besides 0 and 8. It was reported that the high impedance issues were resolved. It was indicated that the provided information had been confirmed with the physician. No further complications were reported/anticipated.